Event description:
Olympus (omsc) was informed via repair request that when the high flow insufflation unit¿s air supply is stopped numeric display disappears. The customer¿s reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to olympus service center. The customer¿s reported problem was confirmed, the numeric display disappears due to a defective circuit (main) board. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem (numeric display disappearing after air supply is halted). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the main circuit board was defective. This in turn may have caused the front panel board, which displays the numeric information, to malfunction. Olympus will continue to monitor field performance for this device.